Event description:
Customer reports the following: "biomed reported failures in log. No patient harm." Preliminary review indicates a positive valve isolation test failed (leak ipc to common). This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.